Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the front therapy electrode and cable connecting the distribution node (dn) to the rear therapy electrodes were pulled from the strain relief, damaging all wires in the cable. Additionally, the rear 2 therapy electrode was pulled from the rear 1 therapy electrode strain relief, causing damage to wires in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.